Manufacturer narrative:
The reported complaint of the autopulse platform (sn (B)(4)) displaying user advisory (ua) 45 (not at "home" position after power-on/restart) error message was not confirmed during functional testing; however, was confirmed during archive data review. There were no device deficiencies found during the evaluation of the returned platform that could have caused or contributed to the reported complaint. The autopulse platform worked as intended. The root cause for the user advisory (ua) 45 error message was due to the driveshaft not being at the home position which is likely attributed to user error. During visual inspection, not related to the reported complaint, damaged load plate cover and cracked short and long black cover was observed. The root cause is due to mishandling. In addition, found the encoder driveshaft does not rotate smoothly, exhibits binding and resistance due to a sticky clutch plate, unrelated to the reported complaint. This type of driveshaft issue is the characteristics of normal wear and tear. Deburring the clutch plate was performed to remedy the encoder driveshaft issue. During initial functional testing, the autopulse platform was tested with the normal size manikin (30:2 compressions) for 45 min & continuous compressions for 45 min and with the large manikin (lrtf) (30:2 compressions) for 45 min & continuous compressions for 30 min without any faults or errors. The load cell characterization test was performed and confirmed both load cell modules are functioning within the specification. During the archive data review, multiple user advisory (ua) 45 error messages were observed, thus confirming the customer complaint. The error message was cleared by the user on the same day. Note that the user advisory error messages are designed into the platform when one of several conditions is detected. The error message observed in the archive is easily clearable by the user. Per the autopulse® resuscitation system model 100 user guide, if the driveshaft is not at its home position when the autopulse is powered on, a user advisory (45) will occur. This user advisory will persist until the driveshaft is returned to its home position. To clear a user advisory (45) pull up on the lifeband until the chest bands are fully extended (thereby moving the driveshaft back to its home position), and then restart. After replacing the load plate, short black cover and long black cover; the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test battery until discharged without any fault or error. The autopulse platform passed all functional tests.

Event description:
During shift check, the autopulse platform (sn (B)(4)) displayed user advisory (ua) 45 (not at "home" position after power-on/restart) error message. User was unable to clear ua 45 error message. No patient involvement.